Manufacturer narrative:
Pending investigation. Concomitants: 188-00-06 - wedge plasma s/o sz 6, (B)(6). 170-32-00 - biolox delta femoral head 32mm od +0mm, (B)(6). 186-01-52 - integrip cc, cluster 52mm, g2, (B)(6). 180-65-25 - alteon 6.5mm screw, 25mm, (B)(6). 180-65-25 - alteon 6.5mm screw, 25mm, (B)(6).

Event description:
As reported, the patient received a hip replacement approximately 7 years and 4 months prior to the report and the plastic liner was defective. A revision was scheduled but not yet performed. No further information was provided.